Manufacturer narrative:
No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during pre-op,  the site saw an emc issue when navigating with the navigator. The site had new EKG modules from ge and it was suspected that the electromagnetic fields from the emitter couple to the EKG digitization unit, that in the new model, was closer to the emitter. The representative instructed the site to keep the emitter and EKG parts as far from each other as possible. The procedure was able to continue because the site was able to "manage with this¿. The manufacturer representative contacted the site and the operator told them that the ge¿s EKG monitor had a setting where it could be used with patients that have a pacemaker. When they turned this setting off, the quality of EKG measurements was improved.